Manufacturer narrative:
Corrected information was provided in b3 and d1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This is one of three related reports. This report represents the pump and other reports will be submitted for the automated impella controller and introducer. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Low pump flow: clinical details reported a "impella flow low" alarm after starting the pump followed by sustained lower than expected flows. No further clinical details were provided. Data logs were reviewed and the alarm was confirmed. The pump was set to auto and the alarm was active for 10 seconds while the mean flow calculation was 2.34 liters per minute (l/min). The alarm triggers for impella cp when the pump is running in auto and the mean flow calculation is less than 2.5 l/min for 10 seconds, so the triggering criteria was met. Additionally, the "impella flow reduced" alarm was active for the remainder of the case, further supporting that the pump was unable to achieve high enough flows for auto. During the case, the placement signal was generally stable and there were no other alarms. The product was not returned for investigation. The cause of the low pump flows could not be determined since insufficient clinical details were provided, data logs were inconclusive and the product was not returned for investigation. Major bleed: clinical details reported bleeding from the orange portion of the peel away sheath hub after doing the single-access technique. The medical doctor continued with the procedure. The cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the pump passed all post-sterile inspection checks.

Event description:
The complainant reported a patient with undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support (mcs). Consult for coronary artery bypass graft (CABG) surgery was completed, and the patient was deemed not a candidate. The patient was given the option of protected percutaneous coronary intervention, which was scheduled and completed the same day of the consultation. Consult for coronary artery bypass graft (CABG) surgery was completed and the patient was deemed not a candidate. The patient was given the option of protected percutaneous coronary intervention, which was scheduled and completed the same day of the consultation. The patient was brought to catheterization lab for the elective protective pci. It was noted the patient had a known right coronary artery lesion and was staged for treatment. The left common femoral artery was accessed and an angiogram showed small but adequate vessel size; the decision made to proceed. The site was wired, preclosed and upsized to 14fr oscor sheath. Impella prepped and inserted in standard fashion. However, during priming, the impella was recognizing the catheter as prior generation with gray power cable. The prime was aborted and restarted which was successful. Upon support initiation it was noted ¿impella flow low¿ alarm, which self-resolved. However, flows were lower than expected for duration of case. All attempts to troubleshoot to no avail. A single access was used as the pci site; guide and wires were inserted. During this time some bleeding was observed from outer hub of peel away sheath. Recommendations were given, and the physician proceeded with case as is. One unit of packed red blood cells was administered coronary angiogram show stenosis of the left main, proximal to mid left anterior descending, proximal circumflex and obtuse marginal 2 arteries which were treated with drug-eluting stenting and/or 1.5 rota burr. Post intravascular ultrasound and angiogram showed excellent results. Guide catheter and guidewires were removed. The impella cp was weaned off and removed. The access site was closed with existing perclose. The site was dressed and clean, dry, and intact. The patient was sent to the unit for recovery in stable condition.

Manufacturer narrative:
Patient-specific information a4: weight is unknown, device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.